Event description:
Blade is damaged with a piece missing. No other details were provided.

Manufacturer narrative:
(B)(4). Cracked blade around lens. Failure confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.